Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was worn, the grip assembly had experienced wear and degradation, and there is dirt inside. This was attributed to normal wear. Parts were replaced and the interior was cleaned and lubricated. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported during operation, when gripping the k wire and inserting into bone, the unit slips and grip strength is poor. This is report 1 of 1 for complaint #(B)(4).